Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had no power. The reporter claimed there was moisture ingress in the battery compartment and that the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: there were unexplained pump reboot events observed in the black box on (B)(6) 2016. The battery compartment was cracked above and below the bumper pad. Corrosion was observed inside the battery compartment. The returned battery cap had stripped threads and was unable to fully attach to the pump. Pump reboot events were duplicated with the returned battery cap. A test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated during the investigation. The pump failed a leak test due to the battery compartment crack. There was evidence of internal moisture observed on the internal components of the pump.